Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 patient codes.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product issues. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported. Additional information received indicated that this lead was surgically abandoned due to infection on left side and the new lead was implanted on the right side.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product issues. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported.